Event description:
The waker allegedly broke, causing the consumer to fall on her back and hit her head on the china cabinet.

Manufacturer narrative:
Manufacturer received summons from attorney alleging injury to a client. Photos were received, but were unclear. Product has not been returned for evaluation at this time so it is unk if a malfunction occurred or if other factors such as misuse or abuse, or user error may have caused or contributed to this incident. Although no serious injury is claimed by user, this MDR filed based on users claim of a blow to the head.